Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical doctor reported that the fascial closure system did not close the suture, as a consequence there was bleeding by the trocar hole. The patient was taken to surgery again to close the hole. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A review of the DHR could not be performed as the lot number was not provided. A review of the device could not be performed as it was not returned. Therefore this complaint cannot be verified.

Event description:
It was reported that the medical doctor reported that the fascial closure system did not close the suture, as a consequence there was bleeding by the trocar hole. The patient was taken to surgery again to close the hole. The patient's condition was reported as fine.